Manufacturer narrative:
The rf3 sheath was not returned to edwards for evaluation. However, per report the event was not related to a device malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach. This may be due to a narrowing of the vessel which could not be appreciated on the CT or angio previously. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr rf3 sheath is 7 mm. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, there may have been vessel calcification and tortuosity not appreciable on imaging that could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, in a transfemoral tavr procedure during assessment of the iliac artery after removal of the 22f retroflex3 sheath it was determined that there was occlusion of the right external iliac artery caused by a flap dissection. An interventional radiologist was consulted who deployed an 8mm x 4cm stent with good result. The patient remained stable during entire procedure and, at last report, was discharged to rehab from the hospital prior to going home. The access vessel minimum luminal diameter was reported to be 7.4 mm with mild vessel calcification and tortuosity.